Event description:
A customer reported experiencing a power source alert, which resulted in the pump shutting down following a shutdown alarm. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer continued to use the pump for insulin therapy.